Manufacturer narrative:
On november 4, 2020, the mentor failure analysis lab received the device for evaluation. On november 17, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 29, 2021, mentor received additional information indicating that during the (B)(6) 2020 revision surgery, the patient was also diagnosed with left breast hardness and breast pain. The patient only underwent left breast capsulectomy, explantation and replacement. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who underwent primary breast augmentation with two 425cc mentor memorygel breast implants, suffered bilateral capsular contractures, post-procedure. On (B)(6) 2020, it was found that the patient was experiencing bilateral capsular contractures and on (B)(6) 2020, the left side, via physical examination, was identified to be baker grade IV. Baker grade on the right side was not provided. On (B)(6) 2020 it was reported that the patient was scheduled for implant explanation surgery and replacement with an unspecified mentor gel implant on (B)(6) 2020. However, there was no information provided suggesting explantation on the right side. This medwatch form is for the left breast prosthesis.